Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Device evaluated by manufacturer should be blank. The product was not returned.

Event description:
It was reported that the patient presented in the hospital for an unrelated procedure. After the procedure, the right ventricular lead exhibited high capture. X-ray revealed lead dislodgement. The lead was explanted and replaced. The patient was stable before, during and after the procedure.